Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The recurring occlusion events resulted in the customer's blood glucose level reaching 400 mg/dl. To address the high blood glucose, the customer administered a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, then resumed insulin use. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.